Event description:
It was reported that while stimulation was off the patient had pain at the location of the device in her body. The patient had spasms and pain in her lower back and legs. The patient's butt had numbness and was sore. The device battery died a couple months prior to (B)(6) 2012, most likely in (B)(6) 2012. The symptoms described started to occur on (B)(6) 2012. On (B)(6) 2012 it was reported that all impedance values were bad and the battery had normal depletion. On (B)(6) 2012 the patient had the implantable neurostimulator (ins) and lead replaced. Imaging performed the day of revision showed that the stimulator and lead were seen traversing the upper/mid sacrum. The patient also had been having additional symptoms including urinary frequency and urinary urgency. No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3093-28, lot# v011228, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).